Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report; b5: describe event or problem; d4: additional device information; g3: date received by manufacturer; g6: type of report; h1: type of reportable event; h2: follow up type; h3: device evaluated by manufacturer; h4: device manufacturer date ; h6: adverse event problem; h10: additional narrative. Four certain® titanium large hexed screws (ilrght x 4) were returned for investigation. Visual evaluation of the as returned products identified fracture above the threads. Functional testing could not be performed since the devices were fractured. No pre-existing condition was noted on the per. The devices were intended for unknown tooth locations. DHR review for the lots (1251466 & 1249701) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lots (1251466 & 1249701) and no similar event or complaint was found. (Complaint category keyword: screw fracture). Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed following visual evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the 4 screw fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) patient weight unknown / not provided. Additional device information unknown / not provided. Reporter name and address unknown / not provided. Premarket identification k072642. Device manufacturer date unknown / not provided.